Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and the seizure caused due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was in the intensive care unit for three weeks. Before that customer reported, the battery in the insulin pump was dead and while in the hospital transmitter was, remain on the body. Customer had given manual injection. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.